Event description:
It was discovered by a manufacturer service technician that the drill attachment overheated, during an on-site equipment eval. This issue did not occur during a surgical procedure, so there was no pt involvement. There was no reported user injury, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was rec'd by the MFR and a quality investigation was conducted. Per the quality inspection, the bearings located within the nose of the device were worn, causing the overheating condition. Due to the age of the device, this type of deterioration is expected with bearing components. The device could not be repaired and was discarded. A replacement device was provided to the customer.